Event description:
Event verbatim [preferred term] (related symptoms is any separated by commas) pseudo-septic arthritis [arthritis] fever [pyrexia]. Case description: spontaneous report received in 2008 from a male patient (who is a rheumatologist ), the patient received his first dose of synvisc on an unknown date. The patient's relevant medical history includes post-traumatic gonarthrosis and ligamentoplasty. On an unknown date, after the third synvsc injection, the patient presented with pseudo-septic arthritis and fever (38.5 degrees celcius). A knee puncture was performed on an unknown date. Thirty ml of synovial fluid was withdrawn and had a "purulent looking" aspect. The patient was consequently treated with antibiotics. The lab results revealed increased white blood cell count and eosinophil without crystals. The rheumatologist provided no relationship between the events and synvisc. As of the time of this report, the patient had recovered.